Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lot: 4177037, catalog: 328468, date of event: unknown, samples: yes. Sent email requesting consumer call in to discuss product complaint. There is no phone number to reach the consumer. There are no additional details regarding the complaint at this time. Cl. From: product complaints <productcomplaints@bd.com. Sent: friday, march 7, 2025 10:24 pm. To: product complaints <productcomplaints@embecta.com. Subject: fw: broken needle inside cap. "I thought the quality departmental staff would want be aware of this issue, also in one month a crack in the syringe which results in leakage of insulin. I say son I need report this. He proceeds to tell me of plugged canula. No insulin. Just a caring mother thought you ought to know. Seriously."